Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review.. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus negative pressure wound therapy device. The complaint was not confirmed upon an evaluation of the received device. The complaint deems a device that didn¿t alarm for canister full. No injury was caused to the patient. The clinician tried to connect a renasys ez pump to a kci dressing that was previously on the patient when he was admitted to the hospital. Only smith & nephew wound dressing kits and canisters are approved for use with the renasys ez. Further information was requested to analyze the scenario presented by the customer stated that an alarm was triggered shortly after pump was turned on due to the use of a dressing not approved to be used in the renasys ez according to the hospital. In addition, a connection with an adaptor not approved to be used with the pump was used by the clinician. An assessment was conducted using the service device history form rev d. A visual inspection was performed and no anomalies were noted. The pump was tested per normal test procedure for alarm functions and is working within specification. A probable root cause for the issue reported is due to the use of a non - smith & nephew dressing and adaptor that could lead to the problem detected and interference with the alarm functions. No corrective action will be taken at this time, since no fault was found with the device. It is recommended to only use smith & nephew wound dressing kits and canister that are approved for use with the renasys ez.

Event description:
Failure to alarm notified by rick ash, value analysis, that a renasys pumps did not alarm when the canister was full. After further investigation with rick stowe in biomed, the pt came from brandon regional hospital. When the pt arrived at tgh, they had a npwt dressing (likely a kci) in a wound but no pump attached. An adaptor was used to connect the renasys pump to the dressing. The pump did not alarm when the canister was full. I checked the pump with rick stowe and it seemed to be operating correctly. As an incident report was filled out by tgh, I have the pump and it needs to be examined.